Event description:
It was reported that the physician's tablet displayed a "unable to open port" error message. An issue with the usb cable was suspected and a replacement cable was shipped to the physician. No patients were adversely affected as a different programming system was used. The suspected usb cable was returned on 5/20/2015. Analysis is underway but has not been completed.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Suspect device UDI: (B)(4).